Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother called to report high blood glucose levels and a compromised force sensor system alarm. The customer's reading was 497mg/dl. The customer treated with a manual injection. The caller was advised that the customer should revert to a back-up plan and discontinue use of the insulin pump. The caller was informed that the device would be replaced. The device was not returned for analysis.